Event description:
It was reported by service report that the foot-end brakes were not engaging. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: faulty foot-end brake crank assembly.